Manufacturer narrative:
Na.

Event description:
The customer questioned inr results for 3 patients tested on coaguchek xs meter serial number (B)(4). Based on the data provided, the results for 1 patient were discrepant when compared to an unspecified laboratory method. The patient was tested on the meter with a result of > 8.0 inr. The result from an "immediate" draw for the laboratory was 5.43 inr. The patient was advised to hold her warfarin dose based on the meter result and re-test on (B)(6) 2018. On (B)(6) 2018 the patient was tested on the meter with a result of > 8.0 inr. The result from an "immediate" draw for the laboratory was 5.84 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient was not feeling well, was pale and reported black stool to the doctor. The doctor took a stool sample and sent to the patient to the hospital. A gi bleed was detected and the patient was admitted. The customer did not know how the patient was treated. This information cannot and will not be provided as the patient is now at another site. The customer did not allege the results caused or contributed to the hospitalization. The results from the meter alerted the patient of a high inr. All inr results were above the patient's therapeutic range and corresponded to her symptoms. The customer thinks the event was due to antibiotics the patient was taking. The patient had been taking bactrim prior to the high results but the customer had not been made aware of this change so no warfarin adjustments were made. Medical assessment of the event noted that the patient was also taking "baby aspirin" and meloxicam at the time of the event which are known to increase the risk for bleeding, especially gi bleeding. There is no information to reasonably suggest the device caused or contributed to the event. The patient is still in the hospital as of (B)(6) 2018. The patient is not taking other direct thrombin inhibitors. The patient has no known concerns with lupus or antiphospholipid antibodies (apas). The patient has had no diet changes. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no. Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification.